Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker mentioned feeling that the heart rate increases too quickly with activity. Several programming and follow up options were discussed. Several months later the patient reported that the device does not respond as desired, adapting the pacing rate to physical activities the patient does. The patient reported to feel unusually fatigued when this occurs. The pacemaker remains in service. Several programming options were discussed again. No additional adverse patient effects were reported. Additional information was received mentioning that the pacemaker has been showing a persistent atrial flutter and various atrial tachy response episodes where every other beat falls into chamber blanking. Reprogramming options were discussed. The pacemaker remains in service. No adverse patient effects were reported.